Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 7 inappropriate tachy shocks due to 5 episodes of atrial fibrillation (af) with rapid ventricular response (rvr). This device remains in service and therapy was not exhausted. There was no confirmation if any corrective actions were taken. No additional adverse patient effects were reported.